Event description:
It was reported that a patient implanted with the n-spine rod experienced re-operation due to severe osteoporosis, cage migration, relisthesis at the fusion level. Rod part in unknown and there is no additional information available.

Manufacturer narrative:
Without lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Upon further review, it was noted that this (B)(4), MFR report #2520274-2013-01289 is a duplicate filing for (B)(4), MFR report #2520274-2013-01197. Synthes USA is retracting MFR report #2520274-2013-01289. MFR report #2520274-2013-01197 will remain on file.